Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with assistance, and after reset pump no longer displayed cgm error, allowing customer to successfully start sensor session.